Event description:
This valve was explanted due to "aortic valve leak". Another sjm valve was then implanted, 21ahps-605.

Manufacturer narrative:
Description of event: on 10/10/1996, dr. Implanted 19 mm aortic st. Jude medical mechanical heart valve sjm masters series (model 19ahpj-505). On 4/2/1998, dr. Explanted this valve due to "aortic valve leak". St. Jude medical territory manager, who was present during this explant procedure, stated that dr. Felt "aortic valve leak" might have been more endocarditis-related, rather than valve-related, as there was huge hole between sewing cuff and tissue annulus. Preoperative transesophageal echocardiograpy (tee) revealed "sling-lie vegetations" on aortic valve, as well as possible dehiscence of the valve. Per operative report, "exhberant, friable fibrotic and grannular debris adherent to underneath surface" of valve was observed. Dehiscence of nearly entire sewing cuff was confirmed, and previously mentioned grannular debris observed on valve indicated endocarditis. 21 mm aortic st. Jude medical mechanical heart valve sjm masters series with silzone coating was implanted following annular debridement. Pt's postoperative health status was reported as stable. Hosp pathology dept stated that multiple fragments of glistening gray-while to brown leaflets exhibited reddish-brown tissue peripherally; however, vegetations were not indentified. Following microscopic examination, reddish-brown tissue was identified as thrombus, fibrovascular soft tissue, and focal polarizable foreign material. Within the thrombus and fibrovascular tissue were small microabcesses composed of necrotic debris and polymorphonuclear leukocytes. There were also foci of foreign body giant cell reaction and associated hemosiderin-laden macrophage. "Afb", "gms", and gram stains for microorganisms were negative. Results of investigation: explanted valve was received in st. Jude medical heart valve div fer analysis laboratory in st. Jude medical product return kit, in dry state. Sewing cuff exhibited whitish tissue on both inflow and outflow sides, as well as several sutures and pledgets on inflow side. Both leaflets were noted to open and close normally. Dried substance, appearing to be blood and/or body fluid, covered carbon surfaces of valve. Valve was chemically sterilized and sent to st. Jude medical woodridge facility for x-ray to evaluaate rotation mechanism. Rotation mechanism exhibited no abnormalites. Rotation mechanism was then tested using chatillon digital torque gauge. Per device specification for st. Jude medical mechanical heart valve sjm masters series, both clockwise and counterclockwise torque values were within mfg specifications. Valve was chemcially sterilized, cleaned, and sewing cuff was removed. Valve was then visually examined at 10x magnification for any anomalies on surface of leaflets and orifice. Leaflets and orifice were found to be unremarkable. Valve was then forwarded for performance testing. Results of pulse duplicator testing indicated valve had no abnormal operation.